Manufacturer narrative:
(B)(4). After battery installation, middle, down keypad buttons did not respond to keypad presses due to unlock keypad connector. No unexpected numbers ramping, scrolling anomaly noted during testing. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests or verify errors due to the keypad anomaly. Motor was tested outside device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was unable to clear alarm. Customer was not able to complete rewind. Insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.